Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 1180 mg/dl and went into dka. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin drip was administered. High bg was resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer alleged high bg was due to having a bent infusion set cannula and being unaware of bg level due to a failed sensor. Customer changed the pump supplies.